Event description:
Patient presented to endocrinology office with a medtronic pump requesting to be trained. Pump was ordered by his primary care physician. At the time, patient only checked blood sugars twice a day and does not count carbohydrates.